Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was greater than 400 mg/dl. Customer was hospitalized for elevated blood glucose, was treated intravenously with insulin and saline fluids, and was released from the hospital one day later with no permanent damage. Customer reverted to an alternate method of insulin therapy.